Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 135 to 220 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 135 to 220 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 182mg/dl (B)(6) 2015 07:56am; 2: 346mg/dl (B)(6) 2015 07:55am; 3: 151mg/dl (B)(6) 2015 08:26pm; 4: 70mg/dl (B)(6) 2015 08:24pm; 5: 179mg/dl (B)(6) 2015 09:44am. Adverse event not reported.